Event description:
It was reported that the pt was reimplanted in 2009. At the moment, there is no further info available regarding the circumstances which have led to the reimplantation.

Manufacturer narrative:
The device has been explanted and returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.